Event description:
On (B)(6) 2012, pt reported about half way through the box of insulin cartridges, she noticed the cartridges were leaking. Pt stated, this is her first box of cartridges. Pt reported, she would notice condensation inside of the cartridge compartment and would see the insulin cartridge was leaking from the plunger. Pt stated, it is not a large amount of insulin and she is able to clean out the cartridge compartment. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.